Manufacturer narrative:
The full lead was returned in segments, analyzed, and the proximal low voltage electrode of the lead was covered with a white substance. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead experienced a lead fracture with noted rising and high lead threshold and impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.